Manufacturer narrative:
Age at the time of the event: 18 years or older. (B)(4).

Event description:
It was reported that deployment difficulties were encountered and the patient required additional surgery. A 6x200x130 innova¿ stent was selected for a peripheral lower leg extremity procedure. The 100% stenosed target lesion was located in the highly tortuous and calcified right distal superficial femoral artery (sfa). Vascular access was obtained via the left femoral artery then up and over the iliac bifurcation in a contralateral approach. The lesion was rotablated and pre-dilated with a 4.0x100mm sterling balloon catheter. Deployment of the 6x200x130mm innova¿ stent was initiated via the thumbwheel and after approximately 100mm of the stent being deployed; the stent stopped deploying with approximately 150 mm of the stent left. The physician pulled back on the pull grip on the handle to release the remaining portion of the stent; however the stent did not release completely. In attempts to release the remainder of the stent the handle was disassembled; however this was not successful. The stent was still stuck so the physician removed the delivery system, including the v18 guidewire, from the patient. The stent was stretched as a result of this. The physician then attempted to pass another guidewire through the sheath without success. The procedure was aborted with the innova¿ stent partially in the patient¿s sfa and the remaining portion of the stent inside the sheath located in the right iliac artery. The patient was sent for surgery to remove the remaining partially deployed stent. The sfa was re-stented with a non-bsc stent and the patient¿s status was reported as stable and doing fine post procedure and surgery.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .018 guidewire frozen in the device. The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed extreme buckling on multiple areas of the outer sheath. The guidewire was sticking out of the distal end approximately 23.5cm. The guidewire was sticking out of the proximal end approximately 102cm. The handle was returned separated by the customer site. It was noticed that there was a severe damage to the device in the form of a separated mid-shaft, the mid-shaft was also damaged at the retainer clip. The retainer clip was separated from the pull rack. The pull-rack was fractured and damaged when returned. The inner liner and the tip were separated from each other and the tip was not returned. The stent was not returned with the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. Bsc ID: (B)(4).

Event description:
Same case as MDR 2134265-2017-07245. It was reported that deployment difficulties were encountered and the patient required additional surgery. A 6x200x130 innova¿ stent was selected for a peripheral lower leg extremity procedure. The 100% stenosed target lesion was located in the highly tortuous and calcified right distal superficial femoral artery (sfa). Vascular access was obtained via the left femoral artery then up and over the iliac bifurcation in a contralateral approach. The lesion was rotablated and pre-dilated with a 4.0x100mm sterling balloon catheter. Deployment of the 6x200x130mm innova¿ stent was initiated via the thumbwheel and after approximately 100mm of the stent being deployed; the stent stopped deploying with approximately 150 mm of the stent left. The physician pulled back on the pull grip on the handle to release the remaining portion of the stent; however the stent did not release completely. In attempts to release the remainder of the stent the handle was disassembled; however this was not successful. The stent was still stuck so the physician removed the delivery system, including the v18 guidewire, from the patient. The stent was stretched as a result of this. The physician then attempted to pass another guidewire through the sheath without success. The procedure was aborted with the innova¿ stent partially in the patient¿s sfa and the remaining portion of the stent inside the sheath located in the right iliac artery. The patient was sent for surgery to remove the remaining partially deployed stent. The sfa was re-stented with a non-bsc stent and the patient¿s status was reported as stable and doing fine post procedure and surgery.